Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient reported that the therapy was turning off periodically by itself. The rep reported that it was usually when the battery gets low and the patient went to recharge and the next morning, therapy was off. The patient verified the lightning bolt was gone. The rep was to have to patient document the incidents and would get a file the next time they met with the patient. Otherwise, the therapy was fine for the patient. No further complications were reported.